Event description:
It was reported that(2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the first er220 instrument clips spitted(not into the pt). A 2nd er220 was used and the clip would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt.